Event description:
Information was received from health care provider via manufacturing representative regarding a patient undergoing spine surgery for l3/4 stenosis with right l3 radiculopathy. It was reported that the set screws that were placed at l3 had observable metal stripped off the thread when being inserted. One piece was aspirated into the surgical suction and one piece remained attached to the set screw. No patient symptoms reported and no revision surgery performed due to this event. No fragment of the implant remaining in the patient. No further complications were reported/anticipated. Additional information was received from the rep that procedure performed was an open posterior l3/4 decompression and fixation.

Manufacturer narrative:
H3: product analysis #(B)(6): product :5540030 lot# 0042059c set screw location within construct unknown. Microscopically examined set screw rod interface node and surface. Threads do not show evidence of cross threading, however there is a burr/area where the initial thread has rolled over on the face of the set screw, and this could have been from misalignment when starting the screw. No exact root cause could be determined at this time. *originally the return had qty. Of 2for pli 10, as part of CAPA 624392 remediation each part has been given its own pli* this regulatory report is being submitted due to retrospective review through CAPA 624392. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.